Manufacturer narrative:
The homechoice device was returned and evaluated by the product analysis lab. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal/external inspection of the device was performed and no issues were noted. Electrical testing was performed and passed. During the return instrument test/evaluation (rite) functional testing, the device failed volumetric accuracy testing for over delivery with the original piston foam. The cause of this rite failure was due to deteriorated piston foam. The piston foam was scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined that the homechoice device failed fluid volume accuracy testing. There was no patient involvement. No additional information is available.